Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals was removed from the plunger assembly. The investigation found the device in good condition with no appearance of any physical damaged. The pump event history showed a acu watchdog failure in error history log (ehl). During the evaluation, found a acu watchdog failure at power up and the lcd display was also flashing during the failure. The cause of the reported issue was the main board does not operate as intended. The root cause of the reported issue was unable to be determined as no physical or any other damaged was found on main board. The technician replaced the main board. Performed power up process and all functional testing which passed.

Event description:
It was reported that a acu watchdog failure error was displayed. No patient injury was reported.